Event description:
It was reported that during the procedure in the moderately tortuous, mildly calcified distal right coronary artery, for treatment of a 90% stenosis, a 2.5 x 28 rx multi-link 8 stent system was advanced but could not cross the lesion. During the attempt to cross, the shaft was pushed and the proximal shaft separated approximately 20 cm from the hub outside of the anatomy. The stent system was withdrawn and a new shorter multi-link 8 stent system was used successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft separation was confirmed via returned device analysis. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multilink 8 instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation, appropriate measures should be taken. In case you feel resistance, do not pull the device against resistance, and follow the procedure (refer to section 4. Delivery procedure). Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage of the catheter, tip separation or damage and/or stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - advancement of stent delivery system against resistance. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.